Manufacturer narrative:
H.6 investigation summary: one photo was received by our quality team for evaluation. Upon visual inspection, a cracked plunger rod was observed; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, a root cause could not determine. No abnormality was found in production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that before use of the syringe 10ml ls 22ga 1-1/4in tw the plunger rod was broken. The following information was provided by the initial reporter: syringe push rod broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe 10ml ls 22ga 1-1/4in tw the plunger rod was broken. The following information was provided by the initial reporter: syringe push rod broken.